Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image frozen was due to failure of the printed circuit boards (dp and dx). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had a stuck image. It was unspecified where the issue was found. The patient was not under anesthesia and there were no reports of delay or patient harm.

Manufacturer narrative:
H10: the device was returned to olympus for evaluation and the evaluation found that the image was frozen, and the image color was red due to a faulty printed circuit board failure and failures of the video cable connectors. Also, the image had interference due to a deformed video connector socket. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.